Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 2.00mm x 15mm emerge balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The physician started inflating the balloon while pushing the device towards the lesion. Initially, the balloon was inflated at 6 atmospheres, then at 7 atmospheres. However, upon the third inflation, the balloon ruptured at 10 atmospheres after a duration of 12 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.